Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Brand name unknown as information was not provided. Catalog # unknown as information was not provided but referred to as cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. PMA/510(k)#: as catalog # is unknown, it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date: unknown as lot# is unknown. Summary of investigational findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information, it is not possible to comment on the alleged filter perforation and the fracture. Fracture and perforation are known risks in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter perforation and fracture cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events. (B)(4).

Event description:
Description of event according to complainant: it is alleged that "on or about (B)(6) 2013, [pt] was implanted with a cook celect filter at (B)(6). Approximately two weeks later, [pt] began experiencing significant chest pain and shortness of breath. On or about (B)(6) 2013, [pt] presented for an imaging of cook's ivc filter. The imaging showed that his filter was perforating through his vena cava and a strut lodged near his heart". Patient outcome it is alleged that "as a result of the failure of the celect filter, [pt] has become impaired and will remain so in the future. The defective celect filter remains in [pt]'s body after removal was not attempted due to the life-threatening risk associated with the procedure. [Pt] is required to attend regular physicians' visit and to undergo imaging studies". It is alleged that "[pt] is at risk for future cook celect filter fractures, migrations perforations and tilting. He faces numerous health risks, including the risk of death. For the rest of [pt]'s life, he will require ongoing medical monitoring".

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 07/25/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2013 due to dvt and had attempted retrievals performed on (B)(6) 2014 (unsuccessful) and on (B)(6) 2015 (unsuccessful). Procedure notes from the second removal attempt state that 'near the end of the procedure, we were able to draw the filter apex into the tip of the sheath, but at this point the sheath failed mechanically. Given the patient's large size, and despite using fluoroscopy at 4 frames per second, no magnification and use of ap as well as both oblique fluoroscopic directions, we were concerned about cumulative radiation to the skin...we decided to leave it in place rather than upsize to 16 french sheath and laser extraction with its additional risks.' The CT reports that were provided, dated (B)(6) 2013 and (B)(6) 2014, describe that an ivc filter is in place, the (B)(6) 2014 CT scan report describes several prongs of the filter are seen beyond the confines of the ivc and that this appearance is stable compared to the prior study. Plaintiff is alleging vena cava perforation, fracture.